Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced just past the lens bay area. The plunger and the lens are in a correct position for advancement. The lever is pressed during the evaluation and the lens advances forward as intended. No problem found. No root cause was identified as the reported complaint of lens stuck in the injector was not observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, it was noted that the implant was stuck in the injector when trying to use. No patient impact reported. Additional information has been requested, received and stated the choice of implant was changed at the time of surgery, as the current model was no longer suitable for the patient. The operation went smoothly.